Manufacturer narrative:
(B)(4).

Event description:
Patient was implanted on (B)(6) and the clinic received an alert on hm for crt pacing interrupt on (B)(6). After reviewing the iegm it appears there is noise on the lv channel. Patient has not been evaluated in clinic yet but the staff are aware of the noise. Lv impedance, sensing, and threshold within range. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.